Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2020 and (B)(6) 2020. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) will be undergoing an iol exchange from the patient¿s left eye due decreased visual acuity secondary to residual astigmatism. The replacement iol was the same model, higher diopter (18.0). There was no incision enlargement, no vitrectomy and no sutures done. There was no patient post-op injury. The suspect product was discarded in the facility. No other information was provided.